Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a thrombus was noticed on the access system. A left atrial appendage (laa) procedure was being performed. The transseptal puncture was performed and the septum was successfully passed. As a standard procedure, heparin was given to the patient. It was then noticed there was a thrombus next to the transseptal catheter. The patient's activated clotting time was measured and after a couple minutes the thrombus was gone. This occurred before any watchman® device was in the patient. The procedure continued and a watchman® laa closure device was successfully implanted using a watchman® access system. The patient was stable and no further complications occurred.